Event description:
During follow up with customer in 2006 to inquire for the broken jaw, customer stated that it was noted that something broke during surgery. The surgeon thought it was the needle tip and tried to retrieve it but could not, he thought it might cause damage to the pt. Now, customer is not sure what fragment was left inside the joint. An x-ray taken confirmed the piece was in the joint space. As of this date, no adverse consequences with the pt have been reported as a result of this event. This device is used for treatment.